Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. The impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and the analysis of the device memory indicated oversensing associated with the right ventricular lead. There was a patient alert for lead failure predictor on (B)(6) 2013. There were two patient alerts for out of tolerance subthreshold lead impedance on (B)(6) 2013. The daily pace lead trend data shows an increase for ventricular pace bi impedance equal to 760 to 4047 ohms peak between (B)(6) 2013. There were three lead failure predictor high rate-non-sustained less than or equal to 145 ms average ventricular-cycle on (B)(6) 2013.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was experiencing high thresholds, high impedance, and noise. It was noted that the noise occurred at regular intervals indicating a possible exterior source. It was suspected that the high impedances and thresholds were due to the patient's condition of global cardiac hypokinesis. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. However, the distal lv (low v oltage) electrode of the lead was covered in blood, the helix of the lead was extrinsically bent and visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.